Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the compression loading system (cls) was received with the capsule guide tube pinning a valve against the inner member shaft. There was a break to the midsection of the capsule guide tube, with small indents noted around the break site. The locking collar of the capsule guide tube could be retracted following severe resistance, and the capsule guide tube could be removed. An in-house capsule guide tube of the same model was used for the purpose of this analysis. The catheter tip guide tube was received intact with no evidence of damage. The backplate could be removed from the loading system without issue. The outflow cone of the loading system could be attached and detached without any issues. An evolut pro + 29mm valve was successfully loaded onto a dcs with no issue retracting the locking collar prior to crimping the valve. After the successful loading of the valve onto the catheter there was no evidence of a buckle to the capsule. On retraction of the capsule via the rota tion of the deployment knob, the valve deployed as expected. The reported event for stuck component could be confirmed in the analysis due to the capsule guide tube returned pinning the returned valve to the inner member shaft. The reported event for unable to load could be confirmed in the analysis due to the condition of the returned capsule guide tube, however an-inhouse valve could be used to loaded and deployed without issue during the analysis. Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve pinned against the inner member shaft under a broken capsule guide tube. The proximal section of the capsule guide tube was able to be moved proximally to expose the capsule. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. There was deformation visible to the proximal end of the capsule at the site of delamination. There were bends along the stability shaft. The handle appeared intact. The locking collar was able to be retracted following severe resistance, and the capsule guide tube could be removed. There was deformation visible to the valve following removal of the capsule guide tube. There was a kink visible to the distal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. A stylette was unable to be inserted due to the inner member shaft kink. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. The reported event for capsule bent/bowed could be confirmed in the analysis due to the deformation visible to the capsule. Conclusion: the device history record (DHR) review was performed on the dcs. Based on the DHR review performed on the device, there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. The capsule was noted to be slightly deformed at the proximal area of the capsule. The deformation present is consistent with a capsule buckle. Capsule buckle occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, the excessive force applied when attempting to remove the capsule guide tube may have caused or contributed to the capsule damage. A video was provided for review which confirms that the locking collar could not be opened. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. A kink was observed in the inner member shaft. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the valve was inside the compression loading system (cls) with the paddles aligned into the pockets. The deployment knob was twisted so that the capsule moved forward over the valve. When the loader saw that the hat marker aligned with the outflow cone, it was attempted to move the cls backwards. However, the locking collar was stuck. Despite many attempts, it was impossible to unlock the locking collar and slide the cls to the capsule guide tube¿s handle. The capsule of the delivery catheter system (dcs) was damaged due to the many attempts at unlocking the locking collar, and due to the valve loading technique. A new valve, cls and dcs were loaded and used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus ls; product ID l-evprop23-29 (lot: 0012122842); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the capsule damage was observed as it became stuck in the capsule guide tube and became wrinkled on the proximal part. A procedural delay resulted from the loading issue as the locking collar was unable to be unlocked and a new delivery catheter system (dcs) and loading system were opened.

Manufacturer narrative:
Update data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.